Manufacturer narrative:
H2: see d10. H3: one level 1 hotline blood and fluid warmer was returned with the drain fitting rusted, the enclosure was cracked by drain fitting and water tank cover causing leaks, the front cover was heavily scratched and marked, line cord was worn and there was no reflux plug attached. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported leaking issue was able to be duplicated. The issue was caused by a cracked enclosure by the water tank cover and drain fitting. The enclosure, drain fitting and water tank cover were replaced to resolve the issue.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had plastic glass leaks. No adverse patient effects were reported.